Event description:
The customer alleged they received questionable results for two patients on their c501 analyzer. The customer stated the event occurred in the night between (B)(6) 2014. The first patient had initial digoxin results of 0.07 and 0.08 ng/ml. The patient's sample was repeated on the same analyzer and the result was 0.93 ng/ml which was considered correct and reported outside the laboratory. The first patient had an initial ion selective electrode (ise) sodium result of 71 mmol/l which was reported outside the laboratory. The sample was repeated and the result was 130 mmol/l. The first patient had an initial urea/bun result of 1.2 mg/dl which was reported outside the laboratory. The sample was repeated and the result was 94.4 mg/dl. All of the first patient's result came from the same sample. The second patient, a (B)(6), had an initial ise potassium result of 2.72 mmol/l and it was reported outside the laboratory. The doctor questioned the initial result and the sample was repeated. The repeat result was 4.8 mmol/l and the customer stated it "was more confident with the patient status". There were no adverse events. The digoxin and urea reagent lot numbers and expiration dates were requested but not provided. The potassium and sodium electrode lot numbers and expiration dates were requested but not provided. The field service representative went on site. He performed different repetitions of these tests and the results were very repeatable. As a precaution, he changed the pipetting needles. The analyzer seemed to work fine after the service visit.

Manufacturer narrative:
A root cause could not be provided with the information provided. The calibration and quality control were within range and a general reagent issue could be excluded. A hardware issue could be excluded as no causes were found.

Manufacturer narrative:
This event occurred in (B)(6).